Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 90 mg/dl. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.